Event description:
Caller reported a malfunction on the pump with malfunction code 16, and it was confirmed that the code was not resettable. There was no disclosed impact on the customer's blood glucose level as they declined to answer if it exceeded 500 mg/dl. Technical support arranged for a replacement pump and instructed the caller to switch to manual injections to ensure continuous insulin delivery. The caller was advised on how to handle the storage and return of the malfunctioning pump and acknowledged understanding of the process.